Event description:
The center took approx six x-rays of pt's lower back. Pt was told to lay on his back on the machine table during this procedure. 2 days later, two circular burns, approx the size of a dime, appeared on his back. Primary care physician and the x-ray ctr assured rptr that it was impossible for the x-ray device to cause these burns. After surfing the internet rptr found that it is very possible.